Manufacturer narrative:
Investigation results: per internal investigator, the complaint was not confirmed for pump becoming non-responsive. Volumetric testing: duplicated customer run of 900 ml/hr and 40ml (customer configuration and default configuration for wireless) with pump being put on hold and left for 24 hours resulting in no issue reported by customer. The cause of the event has not been determined. Corrective and preventative action ((B)(4)) is in progress for this report issue. Preventative maintenance was also performed.

Event description:
It was reported by b braun field service rep that outlook es device (test pump) became unresponsive while performing test. While pump was placed on hold and doors open, customer attempted to shut pump off; however, pump was unresponsive and did not respond to any key panel entry. No pt's safety was affected by malfunction of this test pump as no pt was connected to the pump at the time of the event.